Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency department after receiving a shock from the device. The device interrogation revealed inappropriate therapy for what the physician felt was atrial tachycardia. The device was remains in use. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 693558 implantable tachy lead (B)(6) 2013 407652 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was additionally reported that reprogramming was performed for better atrial discrimination.